Event description:
My husband died on (B)(6) 2020. He had an ICD (implantable cardioverter-defibrillator) implant which failed to give any shock therapy since placed in 2016. It did pace a few times. The icds last transmission was (B)(6) 2020. I do not know why the box was not on after this date. I do believe my husband could still be living if the ICD were to have issued therapy at the time of his heart attack which killed him. He had an evera MRI xt dr defibrillator. I would greatly appreciate any help at all with this situation. I don't have the actual ICD that was implanted, but I do still have 2 handheld devices that he held up to the device to send readings. If you have any questions, please contact me at any time. Sincerely (B)(6). Reference report: mw5147053, mw5147054.